Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 400 mg/dl and high ketones; cause was unknown. Bg was addressed via a correction bolus, and a manual injection. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.